Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208641, expiration date unknown). Reference medwatch report (B)(6) for the suspect device used in the mobile system.

Event description:
Customer reportedly received result of 500 mg/dl on the mobile system and result of 160 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.